Event description:
Patient reporting left side rupture confirmed by ultrasound, magnetic resonance imaging (MRI) and surgery. This relates to the left device.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reporting left side rupture confirmed by ultrasound, magnetic resonance imaging (MRI) and surgery. Physician confirms rupture confirmed by ultrasound and MRI. Device has been explanted. This relates to the left device.

Manufacturer narrative:
Visual device evaluation: "visual analysis of the photographs identified observed rupture in the device. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode." Additional, changed, and/or corrected data.